Event description:
It was reported that when using the bd pyxis¿ es refrigerator, monitor screen turned black. After the refrigerator was rebooted, a communication failure 2 error with a triangle icon was displayed. The primary monitor showed a temperature reading of 905°c, while the secondary monitor displayed 4°c. The unit also triggered a continuous beeping alarm. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator monitor displayed an error. A field service engineer (fse) identified that the helmer refrigerator displayed a communication error and, after consulting the manufacturer, determined that the issue could be related to the secure digital card or the communication board. The fse replaced the secure digital card, but the issue persisted, and a communication board was ordered while confirming that the refrigerator functions were operating except for the display. The fse then installed a new interface controller board upon receipt, contacted the manufacturer for configuration support, and completed the secure digital card configuration. The system functioned as intended after the field service engineer repaired the device.